Event description:
During massive transfusion protocol, rn initiated infusion of prc cells via rapid infuser and immediately noticed leaking from where blood bag was spiked. Infusion stopped and new IV infusion set of different lot number primed and utilized with no problem. Manufacturer response for IV fluid administration set, level 1 normothermic IV fluid administration set (per site reporter): equipment complaint reported on (B)(6) 2018 via (B)(4). Tubing flushed with bleach solution and available for return to manufacturer. On (B)(6) 2018 at 09:53 voice mail left on smith medical equipment. (B)(4). As of (B)(6) 2018, no response received from smith medical regarding equipment failure.